Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose of approximately 400 mg/dl after discontinuing pump use due to lack of supplies, and the user initiated subcutaneous insulin via pen as backup therapy. Symptoms included elevated blood glucose without reported loss of consciousness, seizure, or need for emergency care. Outcomes included temporary interruption of intended pump therapy and use of alternative therapy without hospitalization. Investigation included complaint intake review and user education on backup therapy while awaiting supplies. Investigation of this case revealed no device alarms, no device malfunction reported, and an inability to assess device performance because the pump was not in use at the time of the event. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient information and cessation of device use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.